Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported their v60 ventilator shut down while in use on a patient. There was no report of patient harm.